Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. While positioning the lp, the helix stretched. The physician removed and replaced the lp during procedure. The patient was in stable condition.